Event description:
It was reported that a patient had a problem with the ¿nero-stimulator¿. It was stated that it stopped working ¿a little over two weeks ago now¿. It was stated that a manufacturer¿s representative told the patient to call because he thought it was ¿some sort of major malfunction¿. It was stated that the device had been installed since (B)(6) 2013. It was stated that the patient called the 1-800 number and explained the problem and they told the patient ¿it was probably asleep¿ and to see if the manufacturer¿s representative could try to ¿wake it up¿. It was indicated that the patient was dissatisfied with service from his manufacturer¿s representative. It was stated that the manufacturer¿s representative ¿seemed to brush me off¿. It was noted that the patient left messages monday and tuesday and attempted to set up an appointment but he had not heard from the manufacturer¿s representative since then.

Event description:
Additional information was received from the manufacturer's representative that indicated they were "waiting to schedule a power on reset (por)." Further information from the representative reported the patient was able to recharge his implantable neurostimulator (ins) battery. The patient "may have needed to recharge his charger first" but no por message was seen.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).